Event description:
It was reported that a patient came in for an MRI. After the scan, rf telemetry was unable to be established, and high voltage therapies were not available after the device fell into backup vvi mode. The device was programmed back to its original settings, and the patient was stable throughout the procedure.

Manufacturer narrative:
Correction: previous report submitted on jun 13, 2022 did not include the environmental compatibility problem code.